Event description:
On october 5, 2009, the facility's biomedical technician reported to baxter global technical services that on october 2, 2009 one colleague cxe volumetric infusion pump in which failure code 810:04 occurred during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. On october 13, 2009, during device evaluation by baxter, failure code 810:04 was found to be due to the air base being too high and requires air-in-line calibration. This device utilizes user interface module master software (B) (4) categorized as colleague 2006.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code failure code 810:04 was confirmed and found to be due to the air base being too high and requires air-in-line calibration. The air-in-line printed circuit board was recalibrated and verified to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)